Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. The save to disk revealed there was an alert for the device battery voltage being at recommended replacement time (rrt). Time of rrt in save to disk was on (B)(6) 2013 device rrt less than equal to 2.6251 volts. Concomitant product: 4076 implantable pacing lead (B)(6) 2010, 4195 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device reached recommended replacement time (rrt) and there was possible early battery depletion. Also, pre-operative testing revealed the right ventricular (rv) lead had low pacing impedance and a high threshold. The device was explanted and replaced. The rv lead is still in use. No patient complications have been reported as a result of this event.